Event description:
It was reported that after only two or three uses the alligator clip of the red cable ventricular (+) detached from the cable and became unusable. It was mentioned that the problem was on the new cable purchased in the last months. The cable was not returned. There was no patient involvement.